Event description:
It was reported that the patient had some problems right after the pump was implanted. The reporter stated ¿because of therapy problems (the patient) became septic, was in the hospital for 6 weeks¿, and afterward the patient did not receive a bill. The reporter stated, the patient ¿developed, had to have a blood patch because she couldn't sit up, so this was the reason she was in the hospital¿. While in the hospital, the patient was on intravenous (IV) dilaudid. It was noted that the health care provider (hcp) terminated the patient relationship after the hospitalization. It was also noted that the patient was having problems where the probes (catheters) were causing her pain. Per the reporter, the pump was causing the patient more pain since it was implanted. It was also stated that the pump ¿ran out¿ in approximately (B)(6) 2013. The pump was noted to be empty, and had no saline in it, and since it ran out, it was noted the patient had been hospitalized twice. The reporter wanted the pump explanted because of having pain and problems from the pump. The patient could not sit up right, and had excruciating pain. It was noted that the problems with the hcp started in (B)(6). The reporter noted, the patient went off of all their pain medications, the patient¿s spine was out of alignment, and they were lying in bed, critical. There was no drug in the pump at that time. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).